Manufacturer narrative:
(B)(6). Crawford, david a. Et al. "Results of a modular revision system in total knee arthroplasty". 2017; 1-7 . The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial reporter - the article was written by david crawford, keith berend, michael morris, joanne adams, and adolph lombardi. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that one (1) patient had tibial subsidence of 5 mm. No further information has been provided.